Event description:
Healthcare professional reports, a pt suffered a stroke during a cardiac ablation procedure in the electrophysiology lab. Pt was being treated for an unspecified condition. As per her attending physician, she has numerous serious unspecified co-morbid conditions which put her at high risk for this procedure. Act-lt test results generated on the hemochron signature elite microcoagulation and values were an expected result. There were no erroneous results identified and the hospital's medical staff do not believe that a malfunction occurred or that the hemochron signature elite system and the act-lr test results contributed to this serious injury.

Manufacturer narrative:
(B)(4). The assicated civetter lot numbers and instrument serial numbers are unk as they were not provided by the customer. Method: actual device not evaluated. Itc has requested all data required for form 3500a.